Event description:
(B)(6) study. It was reported that aortic valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 23 mm lotus edge valve into the proper anatomical location. Event summary: 27 days post index procedure, during the protocol scheduled 30-day follow-up visit, transthoracic echocardiogram(tte) revealed elevated mean aortic pressure gradient at 36 mmhg, aortic valve area of 0.89 cm^2, left ejection fraction of 62% and no aortic regurgitation was noted. The subject was diagnosed with sub-acute valvular thrombosis. The event was treated medically. At the time of reporting, the event was considered not recovered.